Event description:
It was reported the patient received radiation therapy for 4 months after the operation for esophageal cancer. On (B)(6) 2021, he underwent ultrasound-guided PICC catheterization under aseptic technique as instructed by the doctor, and drug chemotherapy was performed after catheterization. He was readmitted to the hospital on (B)(6) 2022. At 09:51 on (B)(6) the oncology specialist nurse performed routine maintenance of the PICC catheter as instructed by the doctor. After the dressing was opened, it was found that a small amount of fluid flowed out of the puncture point. When the liquid flows out, immediately pull out the catheter by 3cm, and find that there is exudate and trachoma at 38cm, immediately report to the doctor in charge and the head nurse, perform aseptic operation disinfection, cut the damaged catheter at the exudate and connect a new extension catheter. The original length is less than 7cm, and the first length is 31cm. Inform the patient and family members of the catheter-related precautions and provide psychological care. No patient harm was caused.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1669 showed no other similar product complaint(s) from this lot number.